Event description:
It was reported that approximately twenty fours hours post implant of implantable pulse generator (ipg) short interval counts (sic) was noted though threshold, sensing and impedance readings within the range, no noise recorded. X-ray was normal and revealed the lead fully inserted at the header. Physician suspected air trap in the ipg header. The ipg remained in use. Approximately four days post implant, high sic was noted along with seven non sustained ventricular tachycardia (vt) episodes reviewed as noise. Then, approximately eleven days post implant high sic noted, along with two non sustained ventricular tachycardia (vt) episodes noted as noise. The ipg remained in use. Approximately two months post implant device check revealed high sic, occasional undersensing, noise and lead impedance warning observed. The ipg remained in use. Three days later, pocket re-opened and lead pull test confirmed the lead was fully inserted. The lead was unscrewed from the header and checked via analyser, readings all within range. However, when the lead was re-inserted into the device the lead impedance was high. Subsequent lead readings were okay. The lead was unplugged and replugged into the ipg several times and the lead impedance remained high. The physician was not confident with the existing ipg and device replacement was performed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.